Event description:
It was reported to tyco health care/kendall on 03/12/08 that a customer had a problem with a peripherally inserted central catheter (PICC). The customer reported: "a PICC was placed on one and a half months before, insertion site: left knee. The line was trimmed to 16 cm and inserted at 11 cm. A statlock and transparent tape dressing was used and a small loop in distal end of PICC was placed. A leak was discovered on a month prior to original date, and patient showed symptoms of abdominal distention and discoloration. The patient was reportedly in a general deterioration condition. A tpn leakage in the peritoneal cavity diagnosis was made. Present condition: npo, reasonably stable, pink. Explanted: on the same day. The line was in place 16 days before the problem was discovered."

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.